Manufacturer narrative:
(B)(4). D10: cat #: 110010263 / g7 osseoti multihole 50mm d / lot #: 66454786. G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the liner was inserted at an angle to the cup. It was discovered postoperatively on the x-ray, and was immediately corrected. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to use error as the surgeon acknowledged the liner was not positioned correctly during the procedure leading to the need to correct it. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.